Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The emitter connected but did not chirp or track any instruments. Tested with another emitter and all stingray trackers in question and they worked properly when ent emitter connected to neuro stealth. No parts were replaced at this time. Other relevant device(s) are: pn:9734887, ln: unk and pn: 9735521, ln: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the stingray was not detecting. The bob was green status and not throwing any errors, but when plugging in, the light would not illuminate. They also tried to plug in a touch-n-go probe, but the light would not illuminate for that one either. A different stingray with the same result. They then went and got a hockey puck tracker and that illuminated the port and they were able proceed with the case. There was less than an hour delay to the procedure. There was no impact on the patient's outcome. Further follow-up by a representative arrived to test the em instruments and had multiple instruments and a known good stingray tracker. All instruments were tested and the navigation system would not track any of them. Tried turning the emitter on and off in the software, but that did not work. Chirping from the emitter could not be heard. The old emitter was swapped with a flat emitter that the site had on an ent system and then all of these instruments were able to be tracked normally.

Manufacturer narrative:
A medtronic representative went to the site again. The emitter was replaced and the system then passed a system checkout. The emitter with lot number 603001053 was returned to medtronic for analysis. The reported problem could not be duplicated. The side emitter functioned normally without failures. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined because the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: pn: 9734887, ln: 190205. If information is provided in the future, a supplemental report will be issued.